Manufacturer narrative:
UDI# (B)(4). The reported event was confirmed as x-ray evaluation by mmi states that there is medial displacement of the tibial locking bar. Visual inspection of the returned locking bar showed wear and scratches. Dimensional analysis shows that device is within specifications per print. The sem report references the zrm for the analysis of the locking bar. The zrm states that even though the examined locking bar contact mark and deformation observations are consistent with the bars not being fully engaged with the tibial tray lugs, it cannot be determined with certainty whether the reported locking bar dissociations occurred due to improper insertions. A more definitive conclusion would require analysis of not just the locking bars, but also of the mating tibial trays as well as the implanted bearings. Device history record (DHR) was reviewed for deviations and/ or anomalies with no relevant deviations / anomalies identified. Analysis of the locking bar determined that the locking bar contact mark & deformation observations are consistent with the bar not being fully engaged with the tibial tray. However, it cannot be confirmed with certainty whether the reported locking bar dissociation occurred due to improper insertion and a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign source: (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent total knee arthroplasty and subsequently was revised due to locking bar dislocation and pain. There is no additional information at this time.